Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device had not been detected on the bus. A technical support specialist (tss) logged into the station and applied the attached knowledge article (medstation es - drawer failure after reboot -cabinet controller does not initialize/ not detected on bus). It was found that the component manager was not installed. The tss installed it using remote smart service packages. All drawers were then recognized, recovered, and tested, with all tests passing successfully. The station became operational, and the storage space failure was also resolved. The system functioned as intended after the technical support specialist troubleshoot the device.